Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.